Event description:
It has been reported to philips that there was an issue with the azurion 7 m12 system wireless foot switch. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch does not working and identified that the wireless footswitch was broken. To resolve the issue replaced the wireless footswitch. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional investigation concluded that the complaint is not related to the prior occurrence which led to serious injury (tw 1006591), but it is related to broken wireless footswitch. According to the investigation results, philips has concluded that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.